Event description:
A malfunction alarm, identified as malf 14, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which successfully resolved the malfunction, and the customer was able to continue using the pump without further issues. The customer was advised to contact support again if the malfunction recurred, and they acknowledged and understood these instructions.